Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a small tubing leak at the upper fitment while receiving a carboplatin 797.4 mg in 250m ns (total volume: 329.7 ml). The pump was programmed at a rate of 659.4 ml to infuse the medication in 30 minutes. After the chemotherapy had infused, the nurse opened the door of the device and noticed the leak. The leak was estimated at 1-2 ml, otherwise the patient received all of the infusion. There was no harm or medical intervention to the patient.